Manufacturer narrative:
The insulin pump was received with end cap broken off and missing. It was unable to verify loose drive support cap due to missing end cap. Device had partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and reservoir tube cracked.

Event description:
The customer reported via phone call that the insulin pump was dropped and the back piece fell off and the drive support cap got damaged. Blood glucose value was 265 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.